Event description:
As reported by the user facility: patient's are having a "taxol reaction" when using this administration set. On continuous therapy; did not occur with any other (different) pumps or sets. Happened during therapy; oncology unit. The type of container used during infusion is unknown. No patient injury. Additional information provided by the facility indicated the product and the pumps used were new to them and they were just starting to use the set. The facility had previously been using a polyethylene lined tubing set to administer taxane chemotherapy drugs, without any reactions. The facility chose to go back to using a polyethylene lined tubing set. It was further reported no one suffered any adverse sequela associated with the reported incidents.

Manufacturer narrative:
The actual devices were not returned to the manufacturer to be evaluated. Without the samples to evaluate, a thorough investigation could not be performed. No specific conclusions can be drawn. Since the facility has further reported these incidents occurred when using the sets and the pumps for the first time, it appears the incidents occurred due to a learning curve and not a deficiency in the reported product. A device history record review was performed for the reported lot. No non-conformances were reported during the manufacture process. There have been no other reports against the reported catalog number.